Event description:
An e-mail was received that an investigator in the coroner's office called to report that the customer passed away in 2001. An autopsy was performed and the cause of death was unknown at the time. Customer was wearing the pump at the time of death. The deputy coroner request to have analysis done on the pump to rule the pump out as the cause of death. No history could be retrieved from the pump as the batteries were removed. No other info was available.